Event description:
Patient has presented with a hip which is unstable and dislocating. On opening the patient, the duraloc cup was found to be mal-orientated and a decision was made to remove the shell and liner.

Manufacturer narrative:
Complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Product not returned.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for lot codes 3288560 and wvy41 did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for the head as the product and lot code required was not provided. A review of provided x-ray images was unable to determine a root cause. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.